Manufacturer narrative:
Investigation summary: one photo was provided. It shows a syringe with no packaging blister. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 9240169 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it is likely that while doing a preventive maintenance or a repair this screw got loose and ended up inside the barrel and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that a "screw" was found in the barrel of the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "rcvd a call from the pharmacy stating a screw was found inside the barrel of the syringe."